Manufacturer narrative:
The device remains in service. The field representative is working with the hospital to better understand what occurred. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this MRI conditional pacemaker system underwent an MRI. The physician elected to stop the scan because the heart rate monitor and oxygen saturation monitor showed the waveform was slowing and the heart rate was dropping to about 43 bpm. This happened for several cycles. The patient was brought out of the room and the device was checked. The programmed settings were as expected and the device was pacing in doo mode at 80 bpm. As the patient was fine and the device was working, the MRI was continued, with the oxygen saturation monitor moved from the patient¿s finger to their toe. However, the issues recurred so the MRI scan was ended. The oxygen saturation monitor had been used earlier on another pacemaker patient, and was tested on a staff member after this attempted MRI and no anomalies were noted with the equipment. It was later confirmed that there were no noise observations and all lead measurements were normal. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service with no further observations reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The boston scientific representative reported the hospital planned to perform a new MRI scan at a later time and would have the boston scientific representative present. However, to date the patient has not attended for another follow up or attempt at an MRI scan. The hospital indicated they would contact the local field representative should the patient be rescheduled.